Event description:
Info received indicated that both head siderails are not latching in the up position.

Manufacturer narrative:
The hill-rom tech replaced worn latch pins in both siderails to resolve the issue.